Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg) within its advancer tubing for evaluation. The guide wire cap was not returned with the assembly. Visual examination of the guide wire revealed one kink in the guide wire body in the location over the thumb guide. This portion of the swg would not be protected during shipping, indicating that the guide wire may have been damaged during shipment. A gradual bend was also noted in the distal end of the guide wire. Visual inspection of the advancer tubing did not reveal any damage. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located at 299 mm from the proximal tip. The bend was located from 299-330 mm from the proximal tip. The overall length of the guide wire measured 355 mm which is within the specification of 350-355.6 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.618 mm which is within the specification of 0.610-0.635 mm per guide wire product drawing. The undamaged portions of the swg were inserted into a lab inventory 20 ga introducer needle to functionally test per IFU s-04150-106a rev. 01, which states, "using the two-piece arrow advancer , advance spring-wire guide through guide wire introducer needle or catheter into vein." The swg passed through the needle with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with the kit instructs the user , "do not use if package is damaged." The customer report of guide wire damage before use was confirmed by complaint investigation of the returned sample. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The guide wire was returned within its advancer tubing. The tubing showed no kinks or stress marks. The portion of the guide wire that kinked was over the thumb guide and was not protected by the advancer tubing. Based on the condition of the guide wire and the report that the damage was observed before use, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: when preparing the procedure, the physician found the spring wire guide was bent. A new device was used. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: when preparing the procedure, the physician found the spring wire guide was bent. A new device was used. No patient involvement reported.